Event description:
It was reported that, during a total knee arthroplasty surgery, a orthomatch modular posterior stabilized femoral implant impactor broke before implantation started, no pieces fell inside the patient. Surgery was resumed, after a non-significant delay, with a back up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation but the picture was reviewed, and the impactor's breakage was confirmed. The clinical/medical investigation concluded that, per complaint details, the impactor broke and a backup was used to proceed with the surgery with no patient harm or significant delay. It was communicated that ¿according to the updated information, the breakage of the impactor was found out in the very beginning of the operation before the implantation started¿; therefore, the ¿broken impactor was not used¿. Based on this information, no further patient impact would be anticipated. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.